Manufacturer narrative:
G2: foreign: australia . Literature: journal of paediatrics and child health, "critical bleeding protocol for infants used for a catastrophic subgaleal haemorrhage", nele legge and robert guaran, vol 58, issue 3, pages 542-545. 27 may 2021. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a case study that after an uncomplicated pregnancy, a male baby was delivered by emergency caesarean section at 39 weeks of gestation. Birth was complicated by obstructed labor, occiput posterior fetal position and prolonged fetal bradycardia. The fetal head was impacted and, despite the use of fetal pillow, the head was difficult to extract from the pelvis. Neither forceps nor vacuum devices were used to facilitate delivery. At birth, the baby was apneic, pale and bradycardic. The baby was intubated and had chest expansion. Cardiac compressions were administered and the baby received intravenous adrenaline. Spontaneous respirations and cardiac output were established at 10 min of life. The baby was admitted to the neonatal intensive care unit for ongoing care and for therapeutic hypothermia. Truncal petechiae was noticed at 20 minutes of age and coagulation studies were found to be abnormal. No additional information is available. Fp-010 fetal pillow (B)(4).

Event description:
No additional information is available.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6, h11. Distribution history: the complaint product was purchased from vitalcare trading limited. Manufacturing record review: manufacturing record review not applicable to this product. Incoming inspection review: a review of the incoming inspection record could not be performed because the complaint product lot/serial number was not provided. Should the complaint product lot/serial number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record : service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. This is an isolated incident. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. Note: evaluation provided by clinical expert of this complaint points out the distressed condition the baby was in prior to the use of the fetal pillow and suggests this could be a contributing factor to the patient injury experienced. Coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Updated: g6, h2 corrected: h6 h6: type of investigation (b): codes 4114 and 4119 were added distribution history the complaint product was purchased from vitalcare trading limited. Manufacturing record review manufacturing record review not applicable to this product. Incoming inspection review a review of the incoming inspection record could not be performed because the complaint product lot/serial number was not provided. Should the complaint product lot/serial number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did not show similar reported complaint conditions. This is an isolated incident. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. Note: evaluation provided by clinical expert of this complaint points out the distressed condition the baby was in prior to the use of the fetal pillow and suggests this could be a contributing factor to the patient injury experienced. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.